Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation ablation procedure, after placing the sheath into the right atrium and inserting a non-abbott 8f catheter into the patient, a blood leak was noted from the hemostasis valve of the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.